Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and the receiver was perpetually rebooting . The receiver case was opened for further evaluation. The main board from ui board in order to try to get the receiver to turn on but the receiver still did not turn on. The reported event of error icon displayed could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4) .

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an errhwbat. No additional patient or event information is available. No product was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.